Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The complaint was confirmed by the investigation. The flexible drive cable's operation was found to be rough and noisy, related to insufficient grease and lack of preventative maintenance. The service repair center will repair and perform the required preventative maintenance prior to returning to the customer.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the flexible drive cable was not working. As a result, an alternate device was employed. A subsequent case proceeded with no pt issues. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.